Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml of fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit determined that the root cause of the leak was missing film wrap, indicating that the device was misassembled. (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor device leaked during preparation. Leakage from the reservoir was observed during filling. The device was being filled with 5fu. There was no patient involvement and no patient injury and medical intervention. The actual infusor sample is available. No additional information.